Manufacturer narrative:
(B)(4). The device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The cause of the reported difficulties could not be determined. (B)(4).

Event description:
Reported via 2017 cardiovascular intervention and therapeutics conference. It was reported that stent damage occurred. The patient experienced symptoms of intermittent claudication. The target lesion was located in the lower left limb. Vascular access was gained via the right femoral artery. Ivus was performed after the wire was advanced. Pre dilation was performed using 5x40mm non bsc balloon catheter. A 10x80mm non bsc stent was placed in the distal lesion and an epic 10x80mm stent was placed to treat the proximal of lesion. It was observed that the stent shortened and did not fully dilate. To treat the shortened stent a puncture was performed in left femoral and additional balloon dilatation was performed and the patient received additional stenting of the proximal lesion. The puncture location of the right femoral was manually compressed and hemostasis was performed on the puncture part of the left femoral using a non bsc device. After five hours of the procedure, pain was observed in the puncture part of the left femoral, so echo examination was performed and it showed a small amount of hematoma formation. The patient refused for further examination and treatment and was discharged the next day. After two weeks, the patient visited the hospital due to claudication symptoms on both side and the physician confirmed that hematoma occurred near the left puncture part. There was no pseudoaneurysm formation. When angiography was performed, total occlusion on left common iliac artery to the common femoral artery was confirmed from the distal end of the implanted non bsc stent located in the distal lesion. No treatment was performed as the patient refused treatment. Physician¿s comment: since the non bsc device to close the puncture site was used in immediate vicinity of the non bsc stent placed in the distal lesion. The device caught the distal strut of the stent which led to hematoma formation and stent occlusion. The procedure was completed with a different device with no further patient complications.